Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that their recalled lead will be replaced. Additional information was received from the clinic stating that the right ventricular (rv) lead had some ongoing issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. It was further reported that there were no performance issues with the rv lead; however, the lead was prophylactically replaced due to patient's significant anxiety about having a recalled lead. (B)(4).